Manufacturer narrative:
Siemens filed the initial MDR 1219913-2023-00310 on 01-dec-2023. Correction 27-dec-2023 section b5 and h10 of the initial MDR 1219913-2023-00310 filed on 01-dec-2023 incorrectly states that the alternate ca19-9 testing method results were lower compared to the advia centaur xp results. The alternate ca19-9 testing method results (102 and 77 u/ml) were higher compared to the advia centaur xp results (24 and 28 u/ml). Additional information 02-dec- 2023: an outside the united states (ous) customer reported an observation of repeat depressed advia centaur xp ca19-9 lot 524 results on a sample from a female patient with gallstones. The initial result was not reported to the physician. The same sample was measured on two different alternate ca19-9 testing methods and the results were higher. The customer was not able to provide a list of medications/supplements the patient was taking. Siemens investigation included an assessment of reagent, instrument, and sample data. Reagent issues and instrument performance were ruled out based on quality controls (qc) which was within acceptable ranges, the patient sample results were repeatable, and no issues were reported with other patient samples. There is no information in the assay instructions for use (IFU) on expected advia centaur xp ca 19-9 values for patients with gallstones. The patient sample is not available for further investigation. Based on the available information, the cause of the discordant result could not be determined but siemens cannot rule out a sample specific interferent or normal assay performance. No product problem was identified. The customer is operational. In section h6, the investigation finding, and investigation conclusion codes were updated.

Event description:
The customer observed a falsely depressed ca19-9 result for one female patient sample on advia centaur xp system. The initial result was not reported to the physician(s). The sample was repeated on the same advia centaur xp system, which produced result similar to the initial depressed result. The sample was then measured on two different alternate testing methods and the results were lower compared to the advia centaur xp results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca19-9 results.

Manufacturer narrative:
An outside the united states customer reported observation of a falsely depressed ca19-9 result for one female patient sample on advia centaur xp system. The initial result was not reported to the physician(s). The sample was repeated on the same advia centaur xp system, which produced result similar to the initial depressed result. The sample was then measured on two different alternate testing methods and the results were lower compared to the advia centaur xp results. All quality controls (qc) with ca19-9 assay were within the normal ranges. The interpretation of results section of the advia centaur ca 19-9 instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens healthcare diagnostics is investigating.